Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax #:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: just after removal of the safety needle, blood leakage at the base of the winglet. Another catheter had to be inserted.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: just after removal of the safety needle, blood leakage at the base of the winglet. Another catheter had to be inserted.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 09-jun-2022. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one unit of the catheter assembly of a nexiva device 18gx1.25in dual port for the evaluation of this incident. Upon inspection of the received unit, it was identified that blood is present on the back end of the canister and between the canister and catheter adapter which supports the reported issue of leakage beyond the septum. Further microscopic inspection of the device revealed that the primary septum was not seated correctly. The primary septum is sitting askew on the canister. The canister and primary septum were removed from the winged adapter to allow for a clear inspection of the components. Removing the canister showed that the secondary septum is almost entirely sideways, the canister is damaged, and the septum is seated incorrectly. The combination of damage to the primary septum and the blood clearly visible down the outside of the canister indicates that the leak is a result of the observed defect. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported issue. During manufacturing, damage to the primary septum and canister may occur due to misalignment or damage to the insertion station/vacuum probe. Further, misorientation of the canister could cause a septum to sit incorrectly on the device. Operators perform sampling per the quality plan. Per the quality control plan, leak testing and inspecting for damaged components are performed periodically during the manufacturing process to mitigate the occurrence of this defect. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch.